Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was later reported that the patient was still having concerns with her device or therapy, but was working with her doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014.

Event description:
The patient reported a concern with the device or therapy. On (B)(6) 2014, the pump was removed. The specific symptoms, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed an anomaly of the fluid path, as there were reservoir access issues due to residue during or after internal decontamination. Analysis of the catheter revealed user-related coring/cuts/tears in the seal of the pump connector, due the outlet port. Upon device interrogation, it was indicated that the device contained fentanyl, bupivacaine, and baclofen.